Event description:
Stroke-like event, cluster migraine led to being bedridden for 2 months. Since then I suffer from left side neuropathy, chronic hyper-insomnia, hypothyroidism, occipital neuralgia, fibromyalgia, chronic fatigue, brain fog, reynauds, depression, low vitamin b, low vitamin d, gluten and diary intolerance.